Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which resulted in fluid leaking from the pod. The exact timing and cause of the soft cannula damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl at the time of the event. The device was originally reported for leaking during wear. The pod was worn between 4 and 24 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. As treatment, the patient applied a new pod.